Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring, cracked reservoir tube window and cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer's spouse reported via phone call that the reservoir would not lock when placed in the reservoir compartment. The customer's spouse reported that the rim of the reservoir compartment was cracked and it broke off. The customer's blood glucose was 57 mg/dl at the time of incident. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.